Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer¿s blood glucose level was 416 mg/dl. Customer stated that insulin pump was not gave option for calibration. The device will not returned for analysis.